Event description:
The reporter indicated that a 13.2mm vticmo13.2, -12.0/5.0/085 (sphere/cylinder/axis), implantable collamer lens was implanted and replaced intraoperatively with a shorter length lens on (B)(6) 2022 from patient's left eye (os) due to excessive vault. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Claim#: (B)(4).